Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, per report, the doctor perceives that the changing of the wire was the reason for the pericardial bleeding although no annular or ventricle rupture were confirmed. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the patient suffered a pericardial effusion. The physician crossed the native valve with the wire which was noted to have taken ¿quite a while¿ and the implant team changed the wire two or three times. Finally, wire position was achieved in the ventricle and the 23mm sapien 3 valve was able to be successfully implanted in an 80:20 aortic/ventricular position. However, the final tee showed a pericardial effusion. The decision was made to do a pericardialcentesis and the bleeding stopped. The patient was reported to be under stable conditions in the ICU. There was no annular or ventricle rupture. The doctor perceives that the changing of the wire was the reason for the pericardial bleeding although the cause for the difficulty with crossing the native valve was unclear as the anatomy was not indicating of having issues with crossing the native valve. The patient¿s native annulus had an area that measured 399cm². The native annulus had mild calcification, moderate leaflet calcification and mild root calcification.